Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had hyperglycemia and customer was alleging insulin pump for possible under delivery. Blood glucose level of customer was 519 mg/dl. Customer was experiencing nausea and extreme thirst. Customer treated their blood glucose with manual injections or insulin pen. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. Insulin pump will not be returned for analysis. Customer alleged insulin pump for under delivery because his blood glucose was consistently high. Insulin pump and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08710 inches. No under delivery anomaly noted during testing. (B)(4).